Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that the device had coloured lines all over the display. The device was not in use when the issue was discovered. No harm or impact was reported.